Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
It was reported that insulin squirted out during the manual prime and compromised force sensor system alarm. Customer's blood glucose at that time was 160mg/dl. Advised customer the insulin pump would be replaced. No further information provided.